Manufacturer narrative:
Additional information was received for this case confirming that it is non-reportable, as no death or serious injury was reported and the observed issue would not impact therapy if it were to recur. Therefore, this report is being retracted as non-reportable.

Event description:
It has been reported that the device is failing self-test.